Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with saline mentor siltex round moderate profile 205cc breast implants and experienced bilateral deflation postoperatively. As a result, the patient is scheduled for removal on (B)(6) 2020. This report is for the left side.

Manufacturer narrative:
On aug 6 2020, additional information was received indicating the patient experienced capsular contracture baker grade ii and a breast cyst on the left side. The left breast prosthesis was found to be intact. The explantation date was identified as (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).